Event description:
Customer reported to sales rep that suture broke when trying to tie down knots during gastrectomy surgical procedure. There was no adverse consequence to the pt relating to this event.